Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting about two weeks prior to the report, the patient started feeling like his ear was plugging up. He had never felt this before, but then was walking and it felt like a christmas ornament hit him in the back of his head. It did not hurt, but it made the noise like that. Nothing happened for a while, but then it would happen again. The health care provider could not see anything in the patient¿s ear. This kept on happening and it did not matter if the patient was moving or sitting still. It felt like someone was slapping his head with a christmas ornament. It did slow down a bit, but he still felt more pressure on his ear. The patient mentioned that it felt like static electricity on the back of his neck. The patient indicated that it does not matter if the implantable neurostimulator is off, he still fells this sensation. The patient also has parkinson¿s which was before the implant and was doing good with balance, but when this started, his balance also got bad. By doing exercises, it has been getting better. The sensation occurs maybe 4-5 times every day. Patient indicated that sometimes he will be driving, and sometimes he might be correlating with movement in his neck. Most of the time, it does not hurt. The patient indicated that it is moving to his other ear now and that it feels very weird like an electric shock and it has affected hearing in the ear now. The patient described it as a popping sensation in the back of the neck which sometimes resonates and feels awful loud, but he is not sure anyone else can hear it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they received a letter regarding their initial call to patient services. They again mentioned the ¿electrical sparking¿ when they touch the refrigerator. The patient stated that it is like a noise, and there is ¿not a lot of pain or anything.¿ they also mentioned again that their ear is plugged up. The patient was redirected to follow-up with their healthcare provider.